Event description:
Same case as MDR ID# 2134265-2009-03943. It was reported that following a stenting treatment procedure myocardial infarction and death occurred. The index procedure was indicated due to unstable angina with transmural inferior wall myocardial infarction ischemia. The tight 90-95% stenosed target lesion was located in the left circumflex (lcx) artery. The lesion was predilated with a 2.5x12 mm maverick balloon catheter. A 3.5x12 mm taxus express2 drug eluting stent (des) was implanted to treat the target lesion, jailing the lcx. The choice pt wire was then withdrawn and placed through the stent into the lcx. The physician then attempted to advance a 2.5x9 mm maverick balloon through the stent struts, but was unsuccessful. The balloon was exchanged to a 2.0x12 mm non-bsc balloon that was also unsuccessful. The physician elected to end the procedure allowing the patient to stabilize before deciding on additional intervention. Three days later, the 85% stenosed target lesion at the ostium of the lcx was predilated with a 2.5x6 mm non- bsc balloon catheter. A 3.0x8 mm taxus express2 des was implanted. There was an excellent result with no significant residual stenosis. No side branch occlusion was seen. The flow down the left anterior descending artery was unrestricted. In (B)(6) 2007, the patient was playing hockey and developed sudden onset of chest pain and collapsed to the ground. Upon medic arrival, the patient had no palpable pulses but was alert and oriented x4. Paramedics reported an EKG that was suggestive of possible st-segment elevation myocardial infarction and multiple episodes of the patient vomiting. In the emergency room, CPR was initiated, however, the patient died. The cause of death was listed as cardiac arrest, myocardial ischemia and coronary artery disease.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).